Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b7, d4, f10, h4, h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The cause of the event was likely due to procedural factors from implant surgery.

Event description:
Edwards implant patient registry received information a 21mm aortic pericardial valve was explanted after an implant duration of three (3) days due to a large paravalvular leak (pvl) jet. Patient did very well until post-operative day three (3) when patient started to have worsening hemodynamic instability as well as ventricular tachycardia. Cardiac catheterization showed compromised left main coronary artery and a large pvl regurgitant jet. Pci was performed to the left main coronary artery but it was felt secondary to the severe aortic regurgitation so patient underwent emergent surgical re-exploration. The aortic valve was explored. Surgeon noted it was difficult to clearly identify what was the problem with the aortic valve was. Patient was noted to have very poor tissue integrity. The 21mm valve was explanted and it was then identified there appeared to be a dissociation of the left ventricular outflow tract from the aortic root. This was near the left cuff and the main ostium. The explanted device was replaced with a 19mm aortic valve. Coronary artery bypass graft to the coronary artery was considered but determined to not be feasible due to patient factors. Patient was transferred back to the ICU in guarded critical condition. Patient had dual ICD implanted two days later. Patient was discharged in stable condition one (1) month, 28 days after 19mm valve was implanted.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. Device will not be retrieved as there is no indication or allegation of product malfunction. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 21mm valve was explanted after an implant duration of three (3) days the explanted device was replaced with a 19mm aortic valve. Explant was not due to deficiency of the device. No additional information was provided.